Event description:
It was reported that during a laparotomy the device misfired during surgery causing additional damage to patient. No further information was provided.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2023. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "device misfired during surgery causing additional damage to patient"? 2. Was the battery plugged in fully with backlight lit? 3. Was the device in range? 4. Was the safety disengaged? 5. Did the device staple? 6. If yes, was the staple line complete (fully circular)? 7. Was the breakaway washer completely cut? 8. Were there two complete tissue donuts? 9. Was it a partial cut? If so what was cut partially, washer or tissue? 10. If yes/no, was there any issue with the cut 11. How was the case completed? 12. Could you please clarify if there were any patient consequences? 13. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Answer: type of case - laparotomy. Date - (B)(6) 2023. Surgeon - (B)(6). Device ethicon circular powered stapler 31mm. Lot - a9du5d. What happened: the anvil end easily popped off the base of the stapler multiple times. The stapler misfired and caused a hole in the bowel. This caused fecal content in the abdomen. There were two donuts, and one was attached underneath the anvil end. The patient ended up with a colostomy and a bigger incision. The patient also had to go to ICU. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.